Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No excessive no delivery alarm could be verified due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, and a missing end cap sticker.

Event description:
It was reported the insulin pump alarmed no delivery during basal rates. Customer removed the battery and the next morning customer inserted the battery again. The no delivery alarm was visible on the device and the buttons were not responding. Customer's blood glucose was 6.8mmol/l. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.